Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue of the device was the power button sticking and not releasing upon being turned on. It was confirmed that the design of the power switch was changed for an improved resistance against damage. The product with the improvement have been shipped since november 26, 2013. From the date of manufacture (feb 21, 2013), it is assumed that the power switch of this device was damaged because the operation power and the number of times of application of the power switch exceeded the assumption because the product was a product before measures were taken due to the design change of the power switch.

Manufacturer narrative:
There is no additional information available for the event yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the power button sticks and does not release when powered on. There was no reported patient involvement.